Event description:
It was reported that "the syringe (plastipak 20 ml 300629) does not lock into the female luer connector on the tap; a change in the female luer thread has been observed: thread / 2 fins (see photo)" consequence(s) of the incident: risk of leakage of medicinal products the device is available for examination.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.